Manufacturer narrative:
Other, other text: additional information was received that there was no patient present at the time of the event.

Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. Event log history was performed and indicated that high alarm displayed: cassette not attached properly and high alarm silenced: cassette not attached properly were recorded in history. During analysis, the customer's problem could not be repeated or duplicated but was found in the event log history to have happened more than once. Service will replace the downstream occlusion (dso) sensor as a preventive measure. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that a smiths medical pump is received a "cassette not attached error" when a cassette is still attached. There were no reported adverse events.